Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error over the last couple days. The blood glucose was 177mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.